Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: organized thrombus in rvad. Specific component(s) involved: other component malfunction, specify. Other component: intermittent diminution of flash associated with respirations. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: both (in the same or visit). Malfunction device type: rvad.